Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient completed the antibiotic treatment. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was doing well, the fluid was clear and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with vancomycin (dose, route, frequency, and duration not reported) and fortum (dose, route, frequency, and duration not reported). Action taken with pd therapy and the patient outcome were not reported. No additional information is available.